Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. The date of the event was 2010. It was reported that when the pump was replaced in 2010 the "catheter came loose." No symptoms were reported. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.